Event description:
It was reported that during setup for a ent surgical procedure conducted at the user facility the accuracy was off between 2 to 3 mm. The procedure was completed successfully without any delays, medical interventions, adverse consequences or impact to the patient.

Event description:
It was reported that during setup for a ent surgical procedure conducted at the user facility the accuracy was off between 2 to 3 mm. The procedure was completed successfully without any delays, medical interventions, adverse consequences or impact to the patient.

Event description:
It was reported that during setup for a ent surgical procedure conducted at the user facility the accuracy was off between 2 to 3 mm. The procedure was completed successfully without any delays, medical interventions, adverse consequences or impact to the patient.

Event description:
It was reported that during setup for a ent surgical procedure conducted at the user facility the accuracy was off between 2 to 3 mm. The procedure was completed successfully without any delays, medical interventions, adverse consequences or impact to the patient.